Manufacturer narrative:
(B)(4). D10: medical product: articular surface fixed bearing posterior stabilized (ps) left 10 mm height: catalog #: 42512400710, lot #: 66123751. All-poly patella cemented 35 mm diameter: catalog #: 42540200035, lot #: 66225813. Tibia cemented 5 degree stemmed left size f: catalog #: 42532007501, lot #: 66045858. G2: foreign: australia. The product will not be returned to zimmer biomet for investigation per hospital policy. The investigation is in process. Upon completion of the investigation, a follow-up MDR be submitted.

Event description:
It was reported that a patient underwent an initial total knee arthroplasty. Approximately ten (10) weeks post-implantation, the patient underwent revision surgery due to infection. The articular surface, femoral component, and patellar implant were exchanged without reported complication. All available information has been reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. During the investigation process a review of the sterile certifications were reviewed and found to be conforming with no applicable deviations. Devices were verified to have gone through acceptable sterilization process following iso/aami/astm & EU published guidelines. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors, and/or patient comorbidities/risk factors. As there are no indications of a product or process issues identified affecting implant safety or effectiveness, implanted products are not identified as the source or contributing to the reported infection. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.